Manufacturer narrative:
D6a: d6b: e3: occupation: rn card cath lab. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: post procedure during application of the tr band, the bladder immediately deflated and did not hold any pressure. The nurse stated that 17 ml of air was in the tr band; however, one-two minutes after inflation during deflation, the bladder was completely empty. The nurse was expecting 10 ml of air to be remaining. No noticeable damage to the device was identified, and the device was not manipulated before use or during storage. The product had been stored on a shelf in the procedural laboratory prior to use. The patient remained stable throughout the event. Patient harm was limited to bleeding, with no hematoma reported. A new tr band was used at the access site, and the procedure was successfully completed with deployment of the replacement tr band.